Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-jul-2021 from a healthcare provider (hcp) via a company representative who reported that the pump had been hard to fill. Over the last 9 months, at every refill, the doctor was only able to put in one less cc than the refill before and he had tried to aspirate to be sure no air entered the pump and still couldn¿t fill the pump fully. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. It was noted that the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was delivering morphine (15 mg/ml at 8 mg/day). The indication for pump use was spinal pain.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿failed lab dispense test ¿ above spec¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient came in for another refill on (B)(6) 2019 and the healthcare professional (hcp) pulled everything out of the pump fine however, when they tried to inject they kept meeting a lot of resistance. The rep reported that they tried using a 3ml syringe filled it with saline and used it to rinse the reservoir. The rep stated they tried the rinse three times and the hcp had stated when they tried injecting with the 3ml syringe it was a lot easier since the smaller syringe has more pressure than a larger one. The rep stated after the rinses it seemed like it was getting easier to push as well. The rep stated they then switched back to using their 20ml syringe and still met the resistance. The rep stated they are thinking there is a lot of precipitate in the pump that might be causing the resistance. Nothing was cloudy when they pulled the saline back after the rinses. There had not been any large change in the patient's lifestyle and no falls/traumas. The rep stated on (B)(6) 2019 they were able to fill to full capacity. Caller stated next time they will try the saline rinses again and try turning the needle while doing so. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that three washes were done with preservative free saline and 3 ml each time. It seemed to help slightly when aspirating, but there was still a fair amount of pressure when pushing drug into the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 15 mg/ml morphine at 8.1 mg/day, 150 mcg/ml clonidine at 81.01 mcg/day. 15 mg/ml dilaudid at 8.1 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that it was very difficult to refill pump on (B)(6) 2019 pump refill <(>&<)> again on (B)(6) 2019. The hcp felt a lot of resistance when trying to fill the pump. They were able to fill the pump fully. No pocket fill occurred. The patient had lower back pain and spinal pain. The pain occurs throughout the work day and subsides afterwards. The patient has high blood pressure. The patient had slight flexibility issues. The expected amount at the refill was 2.7 ml and they pulled out 6 ml. The patient experiences pain at refills. The patient's weight was (B)(6). No further complications were reported.